Event description:
A malfunction alarm was reported with code malf 9, and there was no notable event preceding it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was advised to continue using the pump while contacting support again if the issue recurred. No further malfunctions were reported after the reset.